Event description:
On (B)(6) 2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 cannula part) showed that the introducer needle was broken. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that her son faced an issue with infusion set's needle as it detached and stayed in the body which occurred while changing the infusion set. The site location was patient's abdomen and the infusion set had been used for two days. Therefore, on (B)(6) 2021, at 09:00 pm (21:00), the patient was taken to the emergency room and was subsequently admitted in the hospital with blood glucose level of 316 mg/dl, for surgical removal of needle from patient's body which was performed the next morning. Currently, his blood glucose level was 148 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that her son faced an issue with infusion set's needle as it detached and stayed in the body which occurred while changing the infusion set. The site location was patient's abdomen and the infusion set had been used for two days. Therefore, on (B)(6) 2021, at 09:00 pm (21:00), the patient was taken to the emergency room and was subsequently admitted in the hospital with blood glucose level of 316 mg/dl, for surgical removal of needle from patient's body which was performed the next morning. Currently, his blood glucose level was 148 mg/dl. No further information available.